Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion and the battery status is currently at 15 percent. A bd error alert was triggered in latitude and the physician is requesting an analysis to see when the device should be replaced. Boston scientific technical services reviewed the available data and indicated that the device should be replaced within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion and the battery status is currently at 15 percent. A bd error alert was triggered in latitude and the physician is requesting an analysis to see when the device should be replaced. Boston scientific technical services reviewed the available data and indicated that the device should be replaced within 90 days. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion and the battery status is currently at 15 percent. A bd error alert was triggered in latitude and the physician is requesting an analysis to see when the device should be replaced. Boston scientific technical services reviewed the available data and indicated that the device should be replaced within 90 days. No adverse patient effects were reported. This device remains in-service.